Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose of 450 mg/dl. Customer ate and blood glucose was hectic. Most current blood glucose was 256 mg/dl. No further reportable information reported.